Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. Patient stated reports the garment is too tight and cutting into his skin. Patient described the rash as red with small bumps, no bleeding or open wounds. Patient was provided larger size garments. There was no alleged device malfunction contributing to the irritation. Patient reported that his cardiologist advised to remove the lifevest for a week and his primary care physician prescribed an oral medication. Follow up indicated that the medication is helping with the skin irritation.